Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, the plaque protruded more distally post stent deployment which required an additional stent placement. In (B)(6) 2010, the patient was diagnosed with unstable angina (braunwald classification iii b) and q-wave st elevation myocardial infarction (kilip classification 1). Cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (lad) with 100% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 3.00x16mm taxus liberte stent. Post stent deployment, some distally protruding plaque was noted with residual stenosis at the distal edge of the stent. This was treated with placement of another 2.75x8.00mm taxus liberte stent overlapping proximally with the previously placed stent. Following post-dilation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).